Event description:
Later, healthcare professional reported "capsular contracture, baker grade IV". The device has been explanted and the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture was received on january 16, 2026, with lot number 2329269. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" confirmed via physical examination, "progressive hardening" and "exchange of textured device due to patient's concern with product". Later, healthcare professional reported "capsular contracture, baker grade IV". This record is for the left side. The device has been explanted.

Manufacturer narrative:
Continued e1: alternate phone numbers: (B)(6). Continued e1: alternate email address: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, "baker grade iii", "progressive hardening".

Event description:
Healthcare professional reported "left-side baker grade iii" confirmed via physical examination, "progressive hardening" and exchange of textured device due to patient's concern with product. This record is for the left side. The device remains implanted.